Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: the patient initial is unavailable. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a scan and plan procedure, during the final spin, two of the screws were inaccurate. All the right-side screws were good, but the left l2 screw was far lateral, and the left l1 screw was slightly lateral. There was no patient harm and the procedure was delayed less than one hour. Additional information received from a manufacturer representative reported that the screw at l2 deviated from the desired trajectory by 7mm and the screw at l1 deviated from the desired trajectory by 3.5mm. The surgeon did not use the skin knife to clear the fascia because they did not like the size of the blade. This could have potentially caused the instruments to be off target.